Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device while in bench repair was found with a damaged ECG port. There was no reported patient involvement/adverse patient impact.